Event description:
During percutaneous nephrostomy procedure, dilator broke under skin surface. During attempt to remove dilator via skin incision, dilator broke into additional fragments. Not all fragments were retrieved.